Manufacturer narrative:
Return and analysis of the device is not required since the cause has been determined to be unrelated to vns.

Event description:
The patient's generator was replaced due to prophylactic reason. Return and analysis of the device is not required since the cause has been determined to be unrelated to vns. No additional relevant information has been received to date.

Manufacturer narrative:
Type of report; corrected data; supplemental MDR #1 inadvertently omitted checking the following field. Follow-up: 01.

Event description:
Additional information was provided that the patient's device is working as expected and diagnostics are within normal limits. The physician thinks he could get additional seizure control with an autostimulation device. The caregiver only believed the device was "non-functional" based on the age of the device.

Event description:
It was reported that the patient 's vns is non-functioning. The physician does not have a programmer so she did not try to interrogate it at his appointment. Patient is on 4 medications. It appears that the patient is referred for replacement surgery although at this time with the limited information it is also unclear on the reason for replacement. No additional clarification information has been received to indicate why it is believed the device is not working.